Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device "cannot secure cutter." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.